Event description:
It was reported that there was right atrial (ra) double counting on the ra lead. The sensitivity threshold and blanking periods increased. It was also reported that there was high impedance and oversensing on the right ventricular lead. The device was reprogrammed and the leads remain in use. No patient complications have been reported as a result of this event. The patient is enrolled in the (B)(4) study.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Continued: 7278 implantable cardioverter defibrillator, (B)(6) 2008. (B)(4). Lead remains in use.